Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump. It was reported that the patient has had a history of infections in the past.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.